Manufacturer narrative:
Device passed the displacement test but motor error alarm during prime/a33 test due to loose drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that they had a motor error alarm customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. Customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.